Event description:
Tampon got stuck- vagina [foreign body in reproductive tract]. The string came apart from it [device breakage] . Case narrative: consumer reported via phone that the tampon string came apart and became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] the string came apart from it [device breakage] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via phone that the tampon string came apart and became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.